Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check fail occurred on the right atrial (ra) lead. It was also reported that the ra lead exhibited under-sensing and loss of capture. It is suspected that the ra lead dislodged. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the lead had dislodged and the lead was later repositioned and remains in use.